Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when removing the needle shield the needle hub separated. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-feb-07. Investigation summary: customer returned (2) 0.5ml bd insulin syringes from lot# 1221065. The customer reported that the needle hub separated when he removed the needle shield and the needle shield is difficult to remove. The returned samples were examined, and it was observed that the needle hub/shield assembly was detached from both syringe barrels. Damage to one of the barrel tips, as well as to both hub assembly glue wells was observed. A review of the device history record was completed for batch# 1221065. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure of hub separated. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when removing the needle shield the needle hub separated. Date of event : (B)(6) 2021. Samples : available.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when removing the needle shield the needle hub separated. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
Correction: the additional information after original report submission required notification in the records. The following fields have been updated: d.4. Medical device expiration date : 08/31/2026. D.4. Medical device lot # : 1221065. H.4. Device manufacture date : 08/09/2021.